Manufacturer narrative:
Device was used on the lfa following a diagnostic procedure. Pt was discharged the following day with a small hematoma. Two days later the pt presetned to ER with swelling in the left groin and an increasing hematoma. A c-clamp was applied. Pt was again discharged. Ten days later pt again presented with hematoma, and drainage and heat from the left groin. A surgical evacuation and debridement of necrotic tissue was done. 300: it was reported that the pt moved throughout the catheterization and during post procedure bed rest to relieve pain associated with arthritic hip. This could have compromised the placement of the device collagen. However, hematomas are not unusual following cardiac catheterization procedures. Code 86: evaluation of this event is based on manufacturing qc procedures and historical use of the device related to this event. Code 68: product is assumed to be sterile based on manufacturing and qc procedures. Attribute infection to inadvertent contamination during or after procedure. Correction: delete 1738 from h previously included due to a misunderstanding of coding manual and requirement to identify f10 codes are labeled.